Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection noted that the ski guide lever was broken. The jaws were open and the handle latch was not jammed when received. The device would not lock when the latch was retracted to close the jaws due to a broken ski guide lever. The lever most likely broke when the user attempted to release the latch from the internal a-track because the latch became unresponsive, making it difficult to open the jaws. The IFU warns; do not leave the handle in the latched position when the instrument is not in use.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic partial pancreatectomy, the jaws of the device would not open after sealing. Another device was used to continue the procedure. There was no bleeding and no patient injury. No further information is available from the site.